Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA on 05/07/2011.

Event description:
X-ray generator s circuit breaker on the wall box switched off during examination. We lost the pt which we were examining.